Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was inadvertently started using the libre mobile application instead of the ilet app, which resulted in the sensor being in use by another device and required replacement; the user successfully replaced the sensor and continued use. No adverse clinical symptoms reported. Outcomes included no impact on health, no hospitalization, and no alerts or alarms reported. User support included troubleshooting and education regarding the correct application workflow for sensor activation. Investigation of this case revealed a use error leading to sensor pairing with a non-ilet application, consistent with a device use issue rather than a hardware malfunction. It was concluded, based on prior similar reports, that the cause was user setup error and use of an incorrect application for sensor start.